Manufacturer narrative:
The device was received with battery voltage at near elective-replacement level (near eri). Electrical and mechanical testing indicated normal device function. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. Output verification, lead impedance and saline tests were performed with normal results. There were no device anomalies found that would have contributed to the lead impedance and output issues reported from the field. The reported event of low pacing impedance and high capture threshold was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, low pacing impedance and high capture threshold were observed. The device was explanted and replaced to resolve the event and the patient was in stable condition.